Event description:
It was reported that the customer had a low blood glucose level and the ambulance was called. The customer's blood glucose level was 43 mg/dl. Customer states that ambulance treated her with glucose get and glucagon shot. Troubleshooting was performed on the insulin pump, but customer declined trouble shooting for the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.